Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was currently receiving baclofen at a concentration of 558 mcg/ml and at an unknown dose via an implantable pump for intractable spasticity. The patient was previously receiving compounded baclofen at a concentration higher than 558 mcg/ml at an unknown dose. The drug in the pump wasn¿t lioresal it was ¿just baclofen.¿ it was stated that the patient had a printout that had all the information on it but it was just too confusing. It was reported on (B)(6) 2017 that for the last six months the patient¿s pump was ¿up high¿ and then the patient requested it be lowered to see what was the minimum level that the patient could go before seeing preexisting symptoms with the pump so that they weren¿t using too high of a dose. The hcp lowered it down to 400 and gradually brought it back up as they went so low with the pump medication they had to start increasing again and had been increasing the patient¿s pump medication gradually at refills for their pre-existing multiple sclerosis symptoms. It was indicated that for weeks/within the last month (B)(6) 2017, the patient felt like they were getting too much medication and was ¿increasing in symptoms.¿ the patient thought to their self suddenly that was what was going on meaning the patient had too much medication (overdosed) because they had been getting increases. It was stated that the patient was blacking out in the middle of doing things and falling asleep. It was stated that they had been gradually increasing the patient¿s medication and they noticed a change in the effect and figured out it must be related to the increases. It was indicated that the patient was considering heading to the hospital because there was someone there before, instead of driving 1.5 hours to the current healthcare professional (hcp). It was noted that the patient had 10 pumps over 35 years and that the patient usually went to the hospital when the pump needed to be replaced or had symptoms or something like that. It was also noted that the patient had a preexisting multiple sclerosis (ms) condition and that because of the ms the patient had short term memory loss. It was stated that the patient¿s current managing hcp wanted to get the patient into the office today but the patient was concerned about driving there because they were blacking out. The patient had no one to drive them and had requested help from others but had run out of options for anyone to drive them. The patient¿ s current status was the situation was being addressed by the hcp, who was trying to get the patient in the office but the patient felt it wasn¿t good to drive there because of how long it took them. No further complications were reported.